Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump prompted to replace the cartridge and try another after loading the cartridge. Tandem technical support could not confirm an alarm in the pump history. The customer reported that does not know bg level but believed below 50 mg/dl. The customer consumed sugars and carbs to address bg.